Event description:
It was reported patient had a partial right hip revised due to infection. Doctor removed head.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown head. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device is not returned to manufacturer.